Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the ER with syncope. A field representative was called to check the patient's device. The field representative was unable to measure the p-waves. While checking the patient's device, high rate pacing at the maximum sensor rate occurred. Boston scientific technical services (ts) was contacted for assistance. Troubleshooting revealed that the high rate pacing stopped when the minute ventilation feature was programmed off. It was decided to program the minute ventilation feature off. Additional information received indicates the patient felt poorly with the minute ventilation feature off. This device remains in service. No additional adverse patient effects were reported.